Event description:
It was reported that the patient presented in clinic for routine follow-up. Upon device interrogation, multiple ams episodes displayed n/a for the duration diagnostics. A high number of ams events may have prevented further data storage. Clearing the diag...

Event description:
It was reported that the patient presented in clinic for routine follow-up. Upon device interrogation, multiple ams episodes displayed n/a for the duration diagnostics. A high number of ams events may have prevented further data storage. Clearing the diagnostics was recommended. No further information is available at this time.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.